Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: additional update rec'd 3/12/2013- ppd and medicalrecords received. This complaint is now legal. After review of the medicalrecords for MDR reportability, the revision operative note indicated implantdislocation. The line was a competitor liner. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. It was initially reported the depuy device was used in conjunction with a competitor's acetabular liner. This use is not recommended and is considered off label use. A search of the complaints databases identified no other reports against the reported femoral head. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated.